Manufacturer narrative:
See report# 2031642-2018-01050. The initial report was sent with the incorrect FDA registration number.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device did not audibly alarm when a post timer/24v reference failure occurred. There was no patient involvement.